Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B) (4) - failure (event) observed during analysis. Final analysis found that measured data was lost when the battery voltage was reduced to less than 2.27 v. This was caused by a defective integrated circuit.